Manufacturer narrative:
Intuitive surgical, inc. (Isi) received has received the sureform 60 stapler involved with this complaint and completed the evaluation. Failure analysis (fa) investigations found the primary failure of engagement failure to be related to the event. The sureform 60 stapler instrument was found to have multiple engagement failures based on log review but was not replicated during in-house testing. A review of the logs showed seven 22020 error codes, indicating that the installed sureform 60 stapler failed to engage on the universal surgical manipulator (usm3-unknown axis). The instrument housing was removed for inspection and fa found no obvious signs of damage. The sureform 60 stapler instrument was tested on the in-house system and the instrument engaged but failed to initialize. The root cause of this failure was not determinable/applicable. The sureform 60 stapler instrument was found to have initialization failures based on in-house testing. No initialization failures were observed during log review. The instrument was also found to have a jammed I-beam, likely causing the initialization failures. The I-beam failed to extend out of the jaws despite multiple attempts. As a result, this instrument will be transferred to engineering for further investigation. A review of the instrument logs for the sureform 60 stapler (part number: 480460-09/lot number: t90220103-0096) associated with this event has been performed. Per the review, the sureform 60 stapler instrument was last used in a procedure on (B)(6) 2022 on system sk2974. The alleged instrument had 6 uses remaining after the last procedural use. No image or video was available for review. This complaint is considered a reportable malfunction event due to the following conclusion: failure analysis confirmed the ibeam assembly was jammed. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted pulmonary segmentectomy surgical procedure, the sureform 60 stapler instrument would not work. There was no reported patient injury. The intuitive surgical, inc. (Isi) sureform 60, sureform 60 reloads, and other stapler accessories are intended to be used with da vinci surgical systems for resection, transection, and, or creation of anastomoses in general, thoracic, gynecologic, urologic, and pediatric surgery. The device can be used with staple line or tissue buttressing material (natural or synthetic). Isi followed up with the initial reporter and obtained the following additional information on 02-june-2022: the customer noted that the sureform 60 stapler instrument "just didn't work." There were no fragments that fell into the patient.